Event description:
The customer reported that when the ECG rhythm transitioned to pause or was absent of qrs that the monitor did not generate a red asystole alarm.

Manufacturer narrative:
(B)(4). The customer reported that when the ECG rhythm transitioned to pause or was absent of qrs that the monitor did not generate a red asystole alarm. A pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.